Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, the patient suffered pain and had high concentrations of various metallic elements in his blood.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint -- litigation papers allege the patient suffered pain and had high concentrations of various metallic elements in his blood. Update rec'd 10/7/2014 - sales rep reported revision surgery. Patient was revised to address pain and high chromium levels. Dob provided. The stem and sleeve have been added to the complaint. This complaint was updated on 11/5/2014.